Event description:
(14/18, reference (B)(4) for all attachments and related complaints) per complaint: nd pump won't run, no air noted, patient not affected. Rv 518 ml, dose volume 61.5, duration 1 hour, cycle 12 hours, kvo 0.2, given 127.05. No further information available.